Event description:
A 30psi regulator was put on to an (h cylinder) o2 cylinder set at 5psi by an engineering staff member. This caused a ventilator to fail during a procedure. The pt was bagged, no adverse outcome. The engineer did not know that o2 gas pressure needed to be set at 50psi and be tested for flow to run the ventilator. Biomed is taking steps to set up policies and train staff at facility. Rptr would like FDA to expand advisory to all vessels. It is a recommendation by this biomed that the FDA advisory on medical gas mix-ups be expanded to all vessels. All nfpa guidelines need to be followed at every facility, to include not only cryogenic vessels, but also all medical gas and industrial grade cylinders stored and used at medical facilities.